Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a revision surgery on (B)(6) 2020 because the bone union was not confirmed. During the revision surgery the implants were removed and bha surgery was performed. The primary surgery was performed on (B)(6) 2018. No further information is available. This report is for one (1) lcp dhs-pl 130° 3ho l76 standbarrel tan. This is report 2 of 2 for complaint (B)(4).